Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
The pt's attorney alleged a deficiency against the device. Per add'l info received, the pt has experienced inadvertent cystotomy, tenderness, dyspareunia, stress incontinence, slightly bloody vaginal discharge, left gluteal area, shortened vagina, peri-rectal/peri-vaginal abscess, infected mesh, chronically inflamed fibroadipose stroma and skeletal muscle, elevated white blood cell count, removal of urethral suspension and opening of vagina, removal of perineal mesh, drainage of perirectal abscess, and an add'l "removal of mesh."